Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. A product recall has been initiated by the manufacturer and the reported product issue is being investigated by the manufacturer via a CAPA.

Event description:
A hemodialysis inpatient user facility reported at the start of treatment a blood leak occurred from the outer seam of the crit-line blood chamber. The leak was visually observed. The crit-line blood chamber was replaced and patient continued treatment. There was no blood loss to the patient. Patient had no adverse effects and no medical intervention was required. The patient completed treatment.

Manufacturer narrative:
This MDR is being filed due to the alleged blood leak at the outer seam of the crit-line blood chamber. Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.